Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. Nevertheless, one image was provided for review. Upon the completion of the image evaluation a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Event description:
As reported, during use in an arteriovenous fistula (avf) embolectomy with this fogarty catheter, the balloon was completely detached and lost in patient's body. After the surgery on 23th aug two percutaneous interventions and later on 25th aug an echo was performed in order to search the detached balloon, without success. At the moment there is no allegation of patient injury due to the event, the patient does not show any related symptoms and no further interventions or tests have been done. The patient has been discharged. The balloon had been successfully tested before use in patient. The device was not available for evaluation since it was discarded at hospital.

Manufacturer narrative:
One image was provided for evaluation and it was reviewed by our product evaluation laboratory. The report or balloon issue was confirmed. Picture showed distal section of a catheter. Balloon and windings were completely missing from catheter tip. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint.

Manufacturer narrative:
Based on further engineering investigation, the units go through balloon and winding inspection as part of the manufacturing process. Furthermore, a product risk assessment has been generated. In addition, patient demographics were unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.